Event description:
I was using the dexcom g6 sensor but now I am using the dexcom g7 sensor to manage my t1dm with the tandem tslim pump and q-control. The g6 had its issues but not comparable to the g7. The g7 sensor gives inaccurate readings more often than the g6 and it's episodes (times when it starts to give bad readings) are more frequent than the g6. I am using the g7 on my arm as directed, note my body fat is limited on my back-part of my arms due to being slim and semi-muscular. I have used the g7 on my stomach with less issues. In the last 20 days, using the g7 sensor on my back-arm, I have started/reinstalled 3 sensors; all started well but started giving random and bad (exceptionally low or high levels) readings within 24 hours, to the point that the connected tandem pump was correcting (increasing or decreasing) insulin levels (using the provided bg levels from dexcom) that were going to overdose or underdose me. As a result, I had to manually pause any action from the pump and either consume extra sugar or add an extra dose of insulin to combat the hypo/hyperglycemia resulted in the bad bg reading from the dexcom sensor which directed action from the tandem pump. I know this is exactly what the FDA was afraid of with the fear of approving a machine that had semi-autonomy to dose. The system works. G6 was excellent and in my opinion more accurate. The g6 startup available time was too long, but I would take a longer startup time for any sensor that works vs a short startup time with bad readings. The company has been contacted for previous issues with sensors, both g6 and g7, g6 replacements were ok, but each g7 I insert I have a higher rate of failure or bad data. Ref reports: mw5159599, mw5159600.